Manufacturer narrative:
The biomedical engineer reports that one of the bsm (bedside monitors) on the cns (central network station) is showing as transferring. When the nurse tried to stop monitoring the bsm it displayed as communication loss with the cns and did not see the bsm when she tried to re monitor the bedside. There was no patient on the monitor when the issue occurred. Customer was asked to reseat the network card and re monitor the bsm on the cns which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that one of the bsm (bedside monitors) on the cns (central network station) is showing as transferring.